Event description:
The complainant reported that a patient was on impella 5.5 support and experienced a hematoma which resolved. The patient also had numbness in the hand that remained. The patient was off heparin for the last two days. Bival was scheduled to be restarted that day. Four days later, a hematoma was noted which required some pain medications. It was noted that the patients site started oozing that night serosangeous fluid. The site was tender but that has been the same since the implant. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿